Event description:
The customer reported that the insulin pump alarmed while priming. The blood glucose reading was 66mg/dl. Troubleshooting was performed and the drive support cap appears normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose/flush drive support disk. The device was received with scratched display window and cracked battery tube threads.